Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a diabetes educator to report adverse events and product complaint (pc) concerned a (B)(6) year old female patient of an unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100units/ml) at 6-10 units, three times a day, subcutaneously, through a cartridge, via reusable pen humapen luxura champagne (described as beige) beginning on an unknown date for type I diabetes. On (B)(6) 2020 her sugar levels had gone up (no values were reported). The dose knob of the complaint humapen luxura was pressed in, but it did not deliver insulin lispro (pc (B)(4)/lot number unknown). The cartridge was still full during injection and believed that she did not receive the dose from the injection. Both the high blood sugars and missed dose events were considered serious for medical significance by the reporter. Event of blood sugar increased was resolved. Information regarding corrective treatment, outcome of remaining event and status of insulin lispro (cartridge) drug was unknown. The operator of the humapen luxura was patient and her training status was unknown. The humapen luxura model duration of use and suspect humapen luxura duration of use were not reported. The action taken with suspect humapen luxura was not provided, and its return was expected. The initial reporting diabetes educator considered the events as related insulin lispro whereas did not provide an opinion of relatedness between the events and humapen luxura. Update 03feb2020: additional information received on 03feb2020 from global product complaint database cancelled the product complaint number (B)(4). The complaint number was removed from the product tab for the humapen luxura device. Update 10feb2020: additional information received on 04feb2020 from global product complaint database. Reiterated the suspect device of humapen luxura (champagne). Reiterated the lot number of unknown for product complaint (B)(4) relating to the humapen luxura (champagne). Corresponding fields and narrative updated accordingly. Edit 17-feb-2020: upon review of initial information received on 29-jan-2020, the priority was updated to amend a serious case; the EU/(B)(6) device fields were filled out, the as determined listedness ib periodic, ib, spc and uspi were added for both events and the narrative was corrected to state the events were reported as serious. Edit 18feb2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 25feb2020 in the b.5. Field. No further follow up is planned. Evaluation summary: a diabetes educator reported on behalf of a female patient that the dose knob of the patient's humapen luxura was pressed in, but it did not deliver insulin. Due to the device issue, the patient missed doses of insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a diabetes educator to report adverse events and product complaint (pc) concerned a 43-year old female patient of an unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100units/ml) at 6-10 units, three times a day, subcutaneously, through a cartridge, via reusable pen humapen luxura champagne (described as beige) beginning on an unknown date for type I diabetes. On (B)(6)2020 her sugar levels had gone up (no values were reported). The dose knob of the complaint humapen luxura was pressed in, but it did not deliver insulin lispro ((B)(4)/lot number unknown). The cartridge was still full during injection and believed that she did not receive the dose from the injection. Both the high blood sugars and missed dose events were considered serious for medical significance by the reporter. Event of blood sugar increased was resolved. Information regarding corrective treatment, outcome of remaining event and status of insulin lispro (cartridge) drug was unknown. The operator of the humapen luxura was patient and her training status was unknown. The humapen luxura model duration of use and suspect humapen luxura duration of use were not reported. The action taken with suspect humapen luxura was not provided and it was not returned to the manufacturer. The initial reporting diabetes educator considered the events as related insulin lispro whereas did not provide an opinion of relatedness between the events and humapen luxura. Update 03feb2020: additional information received on 03feb2020 from global product complaint database cancelled the product complaint number (B)(4). The complaint number was removed from the product tab for the humapen luxura device. Update 10feb2020: additional information received on 04feb2020 from global product complaint database. Reiterated the suspect device of humapen luxura (champagne). Reiterated the lot number of unknown for product complaint (B)(4) relating to the humapen luxura (champagne). Corresponding fields and narrative updated accordingly. Edit 17-feb-2020: upon review of initial information received on 29-jan-2020, the priority was updated to amend a serious case; the EU/ca device fields were filled out, the as determined listedness ib periodic, ib, spc and uspi were added for both events and the narrative was corrected to state the events were reported as serious. Edit 18feb2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 25feb2020: additional information received on 19feb2020 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 27feb2020: additional information received on 26feb2020 from the global product complaint database. No new information was added.